Manufacturer narrative:
(B)(4). Per the fsr, the battery level meter showed a full charge but there was no direct current (d/c) to the controller. The fsr found the d/c output fuse and fuse cap had fallen out of the fuse holder. The fuse and fuse cap was reinstalled. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery failed the output test. There was no patient involvement.